Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this rv lead, had a high out-of-range shock impedance measurement of 124 ohms. Technical services (t/s) consultant reviewed data and found no clear evidence of lead impairment, and believe the cause of the oor episode may have been due to electromagnetic interference (emi). T/s recommended, lead integrity testing, arm movement maneuvers and if these do not reveal any findings, a 1.1 j shock could be considered. No adverse patient effects were reported. The device remains implanted.